Event description:
Healthcare professional reported, via nbir left side capsular contracture, baker grade IV. Migration/implant malposition and correction for asymmetry. The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter. Therefore, additional event, product and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade IV.